Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not provided. The patient weight was not provided. (B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015, approximately 4 months post-implant. The patient suffered a cerebrovascular accident while at home. On the last clinic visit on (B)(6) 2015, the patient had therapeutic inr values at 1.7, and a lactate dehydrogenase level of 429 u/l. The device was operating as expected. The pump will not be returned for evaluation. No further information was provided.